Event description:
It was reported the pt's health care provider (hcp) had "trouble" refilling the pt's pump device. It was stated the hcp "had to stick him four times" and "had to call (MFR) for help." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).